Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the foreign material was blue plastic material, it is likely that a brush caused the blue plastic material to adhere to the biopsy channel. The following information was provided for reprocessing: it was reported that the device was not reprocessed before it was returned to olympus. The event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in bf-190 series operation manual chapter 3 ¿preparation and inspection¿. IFU states the preventative measures in bf-190 series reprocessing manual chapter 5 ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: due to a pinhole onbending section cover or distal sheath rubber, water tightness is lost; due to clogging of channel tube, the tube cleaning brush cannot be inserted; and the channel tube has foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope, brush stuck in the working channel. The event was found during an unknown event. The procedure was unkown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the channel tube had a foreign object. This report is being submitted to capture the reportable malfunction found during evaluation.